Event description:
Boston scientific received information that this patient's device went to end of life (eol) and was pacing in vvi mode. The patient had been lost to follow up and upon examination of the ra lead during the replacement procedure, it appears the ra lead was capturing the right ventricle. It was suspected that the ra lead had dislodged years ago. The patient did not have any symptoms. The ra lead was surgically abandoned and a new lead was successfully implanted.

Manufacturer narrative:
The lead was surgically abandoned and will not be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.